Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported using cold insulin in the cartridge. The customer had not tested blood glucose level but believes blood glucose (bg) level was elevated. A correction bolus was delivered to address bg level. Recommendation was made to use room temperature insulin per labeling instructions. The customer reloaded the cartridge, and declined a follow-up call from tandem technical support.